Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated.

Event description:
On (B)(6) 2013, the pt reported that her blood glucose level had been elevated since (B)(6). The pt was hospitalized for the elevated blood glucose levels on two occasions. She stated that she had wondered if there was something wrong with the infusion sets. The first hospitalization was on (B)(6). The pt's blood glucose level was hi and her husband drove her to the hospital where her blood glucose level read 650 mg/dl. The pt was admitted to the hospital and given an IV and treated with insulin injections. Her blood glucose level lowered to 250 mg/dl, on (B)(6) 2012, and she was released from the hospital. After being released from the hospital, her blood glucose level began to rise again. The pt's blood glucose level was 611 mg/dl on (B)(6) 2013 and she went back to the hospital, was admitted, and treated for high blood glucose levels. She was released on (B)(6) 2013. After being released from the hospital, the pt changed the infusion device's accessories and chose a new infusion site. Her blood glucose level remained elevated in the range of 400-600 mg/dl. She stated that the infusion device had not displayed any error or alert messages. The pt increased her basal rate by one additional unit of insulin per hour, but it did not have an effect on her blood glucose level. Troubleshooting did not identify any problems with the infusion device or its accessories. The pt stated that she would switch to her backup device using the current accessories she had on her primary device in an effort to continue troubleshooting. Multiple attempts were made to follow-up with the pt, but were not successful. No product was requested to be returned for eval.